Event description:
It was reported a spectrum pump had "door will not close" error. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The reported "door will not close" error was reproduced and confirmed through evaluation. Evaluation found the force required to secure the door with a loaded set was above expected levels due to cracked threaded insert bosses and raised threaded inserts causing separation between front case and medical assembly. The front case was replaced.